Event description:
It was reported that during set up for cx paratiroidectomia procedure, he trivantage tube was placed by the anesthesiologist, but when connecting the cables to the interface and checking the electrodes, they did not work. Different maneuvers were performed for verification without get these to work. The tube was not checked with the simulator. The tube was removed and another one was placed to perform the surgical procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: visually, there was no significant damage to the packaging carton when returned. The packaging carton contained inserts, size 6 trivantage tube, and a pouch that does not belong to the returned product. There were traces of yellowish residue found on the cuff. There were also traces of small voids found on each trace pad. However, there was no damage noted in the construction of the device when returned. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 21.9 ohms (red), 13.5 ohms (red with white stripe), 22.6 ohms (blue), and 14.9 ohms (blue with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system while trace pads were submerged in a saline solution for functional test. During the test, the electrode check passed, and no excess feedback recorded during the noise test as well as no intermittent behavior recorded during the bend test where each trace for each electrode was bent individually near the clamp shell (used flexible stylet to bend traces). A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous code b17, c20, d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.